Manufacturer narrative:
(B)(4). The actual sample involved has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: customer reporting that pump was plugged in. It is unk if pump was turned on or in use. It was in a patient's room. Thermal damage to the power cord.